Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at 7.8 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that medical conditions occurred: possible seroma and cerebrospinal fluid (csf). The patient recently had a pump revision and over the weekend started having clear liquid leak through the incision. The rep believed it was around 100 cc of fluid. They were going to take the patient into surgery right now to see the issue. The patient did have a mild headache but was chipper. The rep reported that the patient went to the emergency room today. Patient was found unconscious and was given narcan. They did patch the pocket yesterday with a pump segment revision. He was on the way to the clinic to set the pump to minimum rate or do a temporary stop. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of leak, headache and unconsciousness was not determined. Pump was put on minimum rate. Stimulator was implanted. No further complications were reported.